Event description:
It was reported by the customer stating that their blue and green cables have exposed wires. There was no patient consequence reported. Case was completed using the st holster.

Manufacturer narrative:
Blue/green cable and lemo connector blue seal replaced. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require blue/green cable and lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.